Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602-bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14-3062535. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient underwent a right hip revision approximately 1-month post implantation due to mechanical loosening. The head and liner were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.